Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced continuous glucose sensor pairing and connectivity issues with an ilet system using a dexcom g7, resulting in no glucose readings until troubleshooting steps were performed, including bluetooth cycling, re-entry of the pairing code, device and phone restarts, and toggling between g6 and g7 modes, after which the sensor displayed pairing. Symptoms included hyperglycemia with a reported blood glucose of 254 mg/dl. Outcomes included guidance to replace the sensor and contact the cgm manufacturer if pairing did not complete. Investigation included customer troubleshooting over the phone and verification of device settings and pairing status. Investigation of this case revealed a sensor communication and pairing issue attributable to cgm connectivity, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user device interoperability and cgm pairing failure.